Manufacturer narrative:
Additional manufacturer narrative: the root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports " her back on the right side had large burns which ended up blistering". The cause of the consumer stating she received burns that blistered is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for burn and blisters: a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 16-may-2022, a spontaneous report from the united states was received from a consumer regarding a female consumer (age not reported) who used a thermacare low back and hip heat wrap. Medical history included use of thermacare for years without issue. Concomitant products were not provided. On 15-may-2022, the consumer used a thermacare lower back and hip wrap to her back for an unspecified indication. On 15-may-2022, the consumer experienced the left side of the patch cooled down, but the right side never seemed to have maintained its heat. She pulled the heat wrap off as soon as she realized that it was burning her. Her back on the right side had large burns which ended up blistering. No additional information was provided.